Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vega ps tibial plateau tibia baseplate had white powder substance on underside near stem. There was no patient harm. There was a 15 minute delay in surgery. Additional information was requested. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about one nx058z -> as vega ps tibial plateau cemented t4+ from the emory decatur hospital, decatur, USA. Neither the affected device nor the package is available for investigation. Consequences for the patient: surgery delay longer than 15 minutes. Investigation: investigation is not possible, no product at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the mentioned failure is package related (related due to several delivery processes). Rationale: on the basis of the current information and without a product for investigation, a clear conclusion can not be drawn. The device history records have been checked and no abnormalities could be observed. From our experience (on the basis of similar cases described) it could be possible that the mentioned powder substance on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. On the basis of the manufacturing date (2015) most probably the complained device is part from a loan service. Therefore it could be possible that a high level of workload due to several delivery processes lead to an increased contact between the implant and the pe packaging component. Corrective action: for the mentioned problem a CAPA was created. A recall has been initiated for the issue.